Event description:
It was reported that the oxygenator leaked during a bypass procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). The oxygenator was evaluated for leakage according to standard procedures. Leakage was observed from the de-airing port. The port was evaluated under a optical microscope and wide pores were observed to be localized in the membrane body. Production records were reviewed for the mentioned lot, with no deviations noted. An investigation was initiated to determine the root cause and implement the appropriate corrective action for the observed deficiency. A supplemental medwatch will be submitted when additional info becomes available.